Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The iliac arteries were tight and calcified, and there was thrombus in the aortic neck. It was reported that the stent graft was deployed at the level of the lowest renal artery and the final angiogram was performed, the stent graft was found to have covered the renal arteries. A wire was passed up and over the bifurcating with a catheter and a snare. This was used to pull the stent graft distally approximately 5mm, and then the renal arteries were stented bilaterally. Blood flow was restored to both renal arteries. No add'l clinical sequelae were reported and the pt is fine.